Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found dried blood in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the reported helix extension and retraction difficulty. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that when the patient was seen for the one-month follow-up, it was suspected that this right atrial (ra) lead had dislodged. The patient was scheduled for a lead revision. It was noted that at the implant procedure, the physician had experienced difficulty positioning this ra lead to obtain adequate sensing and pacing thresholds. During the original implant procedure, the lead had dislodged twice and was successfully implanted after making 10-12 turns on the fixation mechanism, rather than the 6-8 turns that were recommended in the instructions for use. During the lead revision, the physician elected to explant this ra lead and implanted a new, competitive lead. No adverse patient effects were reported.